Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (9.2 mg/ml at 2.99mg/day) and bupivacaine (16.4 mg/ml at 5.3 mg/ml ) via an implantable pump. It was reported that the patient was not getting good relief like it used to. The physician was doing pump replacement and decided to replace older catheter. The physician attempted dye study and could not draw back on attempted dye study. The date was not able to obtained after asking. The physician tied off part of existing catheter and replaced with 8780. The new catheter was easily aspirated and had a good flow. The issue was resolved at the time of the event. The healthcare provider had no further information for the manufacturer. Additional information was received from the manufacturing representative (rep). It was reported that the cause of the pump replacement was that the pump had been a few years old. The cause of not able to draw back on attempted dye study was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n108787016 serial# (B)(6). Implanted: (B)(6) 2008. Explanted: (B)(6)2026. Product type catheter product ID 8598a lot# serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 15-may-2009, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(6), ubd: 19-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.